Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the bronchial artery using ruby coils. During the procedure, while being advanced through a px slim delivery microcatheter (px slim), a ruby coil became lodged inside the px slim and would not retract nor advance. Therefore, the physician removed the ruby coil and the px slim all together from the patient and the procedure was completed using additional coils and a new microcatheter. It should be noted that the physician used a rotating hemostasis valve (rhv) but did not maintain continuous flush. There was no report of an adverse effect to the patient.